Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
It was reported that when the patient presented for follow-up in clinic after experiencing tiredness, the device could not be interrogated. The patient was appeared to be in atrial fibrillation and patient¿s ventricular rate was in 50¿s. Premature battery depletion was noted. Device was explanted and replaced. The patient was stable before, during and after the procedure.